Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead impedance measurement continued to be high out and of range. It was noted that the rv lead threshold measurement has also now started to increase. The output was increased which resolved the threshold issue. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Impedance testing was completed and all measurements were within normal limits. Review of the daily lead impedance data indicated that the rv impedance was out of range for the last year. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms. Oversensing of noise on the rv channel and high rv thresholds were also noted. A revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) and yielded the high impedance measurements and elicited noise. Thus the lead was surgically abandoned. The ICD was also electively explanted during the procedure. A new system was successfully implanted.

Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this implantable cardioverter defibrillator (ICD) detected recurring high out of range pacing impedances on this right ventricular (rv) lead. Defibrillation threshold (dft) testing had been recently performed. The physician has elected to monitor the patient and not perform any surgical intervention at this time. The device and lead remain in service. No adverse patient effects were reported.